Event description:
The customer received questionable results on phosphate inorganic (phos) version 2 for three patient samples, but only provided data for two samples. All results are in mg/dl. Patient 1 had initial phos results of 1.5, accompanied by a data flag. The sample was repeated on a second cobas c501, serial number (B)(4). The repeat result was 3.3. The original results were reported outside of the laboratory. The customer deemed the repeat result to be the correct result. There was no adverse event. Patient 2 had initial phos results of 1.0, accompanied by a data flag. The sample was repeated on a second cobas c501, serial number (B)(4) on (B)(6) 2012. The repeat result was 2.9. The original result was reported outside of the laboratory. The customer deemed the repeat result to be the correct result. There was no adverse event. The phos reagent lot number was 66618301, with an expiration date of 09/30/2013. The field service representative found the squeegee nozzle was misaligned. He aligned the nozzle; and successfully ran qc and a nine point precision.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The field service representative corrected the rinse water level of the cell wash. The investigation determined that this adjustment corrected the issue.